Event description:
It was reported that the bd luer-lok stopper separated from the plunger. The following information was provided by the initial reporter: customer has found a few faulty syringes several times over the last few weeks during compounding, which caused a bit of unsmooth work. Please find the attached photos fyi refer to below email from customer "several syringes had poor graduation account name reporter¿s mobile number (china only) detailed incident description marks which we are not allowed to use for final administration syringes. We discarded them after checking the batch number just in case and I kept one here for reference. These were all found right after we opened the packaging, so I assume these are from the manufacturing stage. And during the draw up of solution from vials, white plunger of 1ml syringe was snapped a few times which had never happened before. We reviewed our syringe manipulation/ dispensing techniques, we, however, could not find any issues on our syringe handling skills. Also, we found one syringe with only barrel, the whole plunger is missing, and the packaging is still intact. We haven't opened the packaging yet. These are all from the same box with batch number 3212119. Even though I didn¿t order directly from bd, ordered this from onelink but these faulty issues do not seem to be caused in transit or storage stage. I hope this does not happen again in the future as we dispense trial medication, faulty syringes with trial medication can cause us complicated issues. I would appreciate a prompt response to this and thank you for your time and attention to this.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation the event/product problem stopper separation from plunger was incorrect in the initial MDR. Correct event/product problem is plunger rod broken / damaged. A device history record review was completed for provided material number 309628 and lot number 3212119. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) physical samples and five (5) picture samples were returned for evaluation by our quality team. One (1) physical sample was within the sealed packaging and the other three (3) samples were loose. Two (2) of the loose syringes have the plunger rod broken off from the stopper with the stopper remaining inside of the barrel. The packaged syringe has the stopper fully inserted into the barrel with the plunger rod broken off and the rest of the plunger rod missing. The remaining loose syringe has multiple areas on the barrel where the scale markings are missing greater than 50% of the graduation line. The pictures provided also align with the observed physical sample defects. The conditions observed are non-conforming per product specifications. It is most likely that the observed defects resulted during the assembly process. Based on tracking and trending, these defects have occurred at a very low rate. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Post investigation findings revealed that the "stopper separation from plunger was actually plunger rod broken / damaged.